Event description:
Dispensed wrong brand type of test strips. Pharmacy mgr made new list of protocol to make sure that everyone in the pharmacy verify the dispensing medication, ndc, formulation and strength before giving it to the pt. Also, the pharmacist in charge has to verify the dispensing drug. (B)(6).